Event description:
The provider states the calf pad assembly is broken on a tracer. The provider didn't have a serial number or a specific model number for the issue other than it being in the tracer model line.